Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. No replacement needed. Customer called for training on performing a blood glucose test. No problem or complaint with our product. Most likely underlying root cause: mlc-62-user had poor technique test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer called for help with blood test accompanied by symptoms. Customer need training on how to performed a blood glucose test with our bgm. The customer did report symptoms of feeling lightheaded. Customer didn't need any medical attention at the time of the call. The test strip lot manufacturer's expiration date is 04/22/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. At the time of the call a blood glucose was performed by the customer an obtain a blood glucose result of 211mg/dl.